Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 75% stenosed lesion was located in the calcified, proximal left circumflex (lcx) artery. The liberte bms delivery system was unable to cross the ostium of the lcx. The physician tried to "tap" the stent delivery system (sds) and was able to cross the lesion, however, the guide catheter moved. Therefore, the physician attempted to retract the sds into the guide catheter, but resistance was encountered and the stent dislodged. The stent was found in the radial artery and was retrieved with a snare. The procedure was completed with another manufacturer's stent. There were no reported patient complications. Patient status listed as "good".